Manufacturer narrative:
One device and one photograph was received for investigation. The reported issue was confirmed during visual inspection of the sample device and the photograph, which verified the metal catheter port was separated from the white port body. Further investigation of the sample confirmed that the device dimensions were within specification. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. However, the investigation attributed the observed condition to an error in the welding process during manufacturing.

Manufacturer narrative:
No product sample was received. One photo was provided by the customer, and the reported failure was confirmed. In case the sample was returned, this complaint will be re-opened to perform the corresponding evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the placement of the implantable drug delivery device, the metal stem and catheter of the connection part of the port seat were found to be detached when the catheter was connected to the port seat after the catheter was inserted, so the product was replaced. There was patient involvement reported and no patient harm/adverse event reported.